Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 93410 lot v1380326 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on october 24, 2016 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual check as per orthofix (B)(4) design and product specifications. The visual check confirmed that there is a fracture in the body of the device, in correspondence of the distractor locking bolt on the ulnar body code 934101. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the device is broken. The device was then sent to an external laboratory for further investigation. The results of the chemical, mechanical and failure analysis performed by an external laboratory on the device, evidenced the following: - the analysis of raw material confirms its conformity to specifications. - the microstructure is characterized by intermetallic compounds, indicating an ageing treatment. It must be pointed out that a remarkable elongation of the microstructure was observed. These conditions render this material particularly prone to intergranular corrosion. - presence of chlorine ions have been found on the device. These chloride ions may result from detergent used for decontamination and typically promote and accelerate corrosion. - the breakage surface shows a predominantly intergranular morphology. In particular, exfoliation is noticed, which is typical of aluminium alloys with strongly elongated microstructure as in this case. The frame induced mechanical stress, causing the rupture on the maximum stress direction. Orthofix failure analysis can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking, due to the type of detergent used to decontaminate the device. Medical evaluation: the information made available on the case, together with the results of the technical analysis, was sent to our medical evaluator. Please find below an extract of the medical evaluation: on 04 november 2016 " it seems in this case that a component of an elbow fixator broke during application, causing a delay of 5 minutes to the procedure (not clinically significant). It appears that the surgeon was able to 'compromise' or 'modify' the fixation so that the desired result was achieved. However, we know nothing more about the break beyond the fact that it was an [aluminium] component. We need more details to understand the clinical and functional significance of the breakage." On 30 november 2016: "I note that the technical analysis shows clear evidence of chloride ions near the breakage surface. We are told that the cleaning fluid used was neodisher mediclean forte (dr. Weigert). I note from the data sheet of this product that the ph of this fluid is 10.4 to 10.8. The device has been shown to be within specifications, so it is clear that this [hinge] failed because of corrosion secondary to an alkaline cleaning product." Final comments: the results of the technical evaluation can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking due to the type of detergent used to decontaminate the device. The medical evaluation evidenced as follows: "I note that the technical analysis shows clear evidence of chloride ions near the breakage surface. We are told that the cleaning fluid used was neodisher mediclean forte (dr. (B)(6)). I note from the data sheet of this product that the ph of this fluid is 10.4 to 10.8. The device has been shown to be within specifications, so it is clear that this [hinge] failed because of corrosion secondary to an alkaline cleaning product." Based on the evidences deriving from the technical evaluation, orthofix (B)(4) can assume that some precautions listed in the pq gal -orthofix galaxy fixation system instruction leaflet may not have been observed. Please find below an extract of the applicable document, ref: pq gal section "cleaning, sterilization and maintenance": -aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions; -anodised coating is damaged by detergents with free halogen ions or sodium hydroxide; -detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Orthofix would like to remind the importance of strictly following the instruction reported on cleaning and sterilising the product. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied : elbow right; surgery description: fracture treatment; patient's information: (B)(6), female, (B)(6); previous health condition: ok except adiposity; problem observed during: clinical use on patient / intraoperative; type of problem: device functional problem; event description: device breakage of carbon element on the extension-unit during fastening the screws. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device -compromise; a replacement device was available only unsterile; the event led to a clinically relevant increase in the duration of the surgical procedure -only 5 minutes; an additional surgery was not required; copies of the xrays images are available -on demand. Patient current health condition: ok. Further information received from the distributor on november 4, 2016: the surgeon does not want to provide x-rays; the broken fixator was not replaced. The surgery was completed with the broken fixator, which was left on patient until the end of the treatment. Detergent used to clean the device -neodisher mediclean forte (dr. (B)(6)), according to the following protocol: -automatic cleaning: via cleaning/disinfection machine by 93°c, 10 min. -sterilization with: 134°c. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 93410 lot v1380326 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the returned device, received on october 24, 2016 is currently under technical evaluation. We will provide you with a follow up report as soon as the results of the technical evaluation are available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied : elbow right; surgery description: fracture treatment; patient's information: (B)(6), female, weight (B)(6); previous health condition: ok except adiposity; problem observed during: clinical use on patient / intraoperative; type of problem: device functional problem; event description: device breakage of carbon element on the extension-unit during fastening the screws. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device -compromise; a replacement device was available only unsterile; the event led to a clinically relevant increase in the duration of the surgical procedure -only 5 minutes; an additional surgery was not required; copies of the xrays images are available -on demand; patient current health condition: ok. Further information received from the distributor on november 4, 2016: the surgeon does not want to provide x-rays; the broken fixator was not replaced. The surgery was completed with the broken fixator, which was left on patient until the end of the treatment. Detergent used to clean the device -neodisher mediclean forte (dr. (B)(6)), according to the following protocol: automatic cleaning: via cleaning/desinfection machine by 93°c, 10 min; sterilization with: 134°c. (B)(4).